Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that the patient¿s ins was not working according to the patient¿s daughter and hadn¿t worked for ¿a while¿. No symptoms were reported. It was asked but was unknown when the event occurred. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that the patient¿s ins was overdischarged. It was reported that the patient¿s equipment was stolen and therefore, the ins had not been on in four years. Technical services reviewed the ins would come out of overdischarge it was just a matter of how many physician mode recharges would be needed. It was reviewed it was up to the patient and the health care provider as to how much time and effort they wanted to put into bringing the ins out of overdischarge and if they chose not to the ins would need to be replaced. It was reviewed that the 9 year clock stopped when the ins was in overdischarge so the patient may have potentially around 6 years left of longevity. It was reviewed that if the ins was brought out of overdischarge they could contact foundation care for replacement external devices. There were no symptoms reported. The event date was asked it was unknown. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that the ins has been dead for 4 years. The patient has no equipment as she was burglarized and it was stolen. The patient is unable to lay down long to try to charge. The patient is very frail and wanted the ins explanted. No further complications were reported.